Manufacturer narrative:
The sample was collected in a grenier lithium heparin tube and centrifuged at 4400 for 3 minutes. The sample was a short draw and the sample was hemolyzed. Both conditions can cause erroneous test results per product labeling. Service was not dispatched. Root cause was determined to be due to use error for failure to follow product labeling and ensure sample condition met requirements. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one patient sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were normal. A corrected report was issued. Cause was determined to be use error, related to the sample condition. No reports of death or serious injury, and no affect to patient treatment as a result of this event.